Event description:
It was reported that during implantation of the lens, the trailing haptic got stuck in the inserter and tore off. The lens came out with the front haptic pointed forward and perforated the capsular bag. The original incision was enlarged to remove the lens. A vitrectomy was performed and a sulcus lens was implanted. A corneal suture was also placed. The lens that was used during this event is reported under 1119279-2012-00292.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.